Manufacturer narrative:
A review of the ECG from the event showed that the device continuously made shock/no shock decisions during the use and transitioned to CPR pauses. Manual mode was accessed but no activity was taken by the users for over 2 minutes when the underlying rhythm was shockable. Artifact was detected at discrete intervals and the voice recording of the event confirmed that artifact occurred during patient handling and/or transportation but did not interfere with the device's ability to make a shock/no shock decision. This event is being filed as potential user error since the underlying rhythm was shockable.

Event description:
It was reported that the device advised and delivered one shock, after which it was not able to analyze, due to artifact being present. Upon review of the report, it was determined that the users accessed manual mode (i.e., manual analysis, charge and shock delivery), but did not take any action. Although the underlying rhythm was shockable.